Manufacturer narrative:
No button error alarm noted. The insulin pump has intermittent button response due to moisture damage on keypad traces. The insulin pump received with no moisture damage on the electronics, motor, vibrator and battery tube assembly. The insulin pump received with cracked reservoir tube lip, cracked battery tubethreads, scratched lcd window, scratched reservoir tube window, stainedend cap sticker and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 210 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.